Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an event where 8 catheters were detached on 01-sep-2024. No further information was available.